Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a corpectomy fusion surgical procedure, it was observed that the motor device stopped working. There were no delays to the surgical procedure as an identical spare device was available to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device overheated and stopped working. It was further observed that the flex circuit was worn out and the potting was cracked. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn out motor components from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.